Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for malignant pain. It was reported that the reason for call was the patient reported they were having problems with the handset for several months. The patient stated the handset would go to 90% and stay there for a very long time before it would connect to the bolus. The patient stated they would have to up her dose. The patient also stated she had cancer. The patient reported that they got 4 bolus a day and that a rep was on the way to patient's house. The patient provided their date of birth and the agent asked clarifying questions. Patient services reviewed the meaning of the 90% on the handset and device function. The agent recommend patient consult with healthcare provider for next steps. The agent provided technical service (ts) number to patient for reps to call regarding 90% delay on handset. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.